Event description:
It was reported that the patient complains of pain and swelling in the joint site. Ultrasound revealed prosthesis was deteriorated and patient required a revision surgery. Patient reported that cobalt levels were leaking into her system and blood stream. Patient had revision surgery on (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.